Manufacturer narrative:
There are no indications of a material or manufacturing defect. Mechanical overload is assumed to be the cause of the damage. (B)(6) has concluded its investigation. Should new relevant information become available, the case will be reopened and a follow-up report will be sent. The 8395214 inner forceps have been in production since october 1993. Richard wolf gmbh has received one other complaint from the same user regarding the 8395214 forceps.

Event description:
It was reported that while retrieving a gallbladder (in a retrieval bag), a rivet on the joint of the babcock forceps broke off and fell into the situs while pulling through the abdominal wall. The forceps were locked during this step. The rivet was then searched for in the situs but not found.